Manufacturer narrative:
Product information was received. Product was returned and evaluated. It passed flow, leak, visual and thermistor testing. No function testing could be performed as the tip had no remaining reps. A review of the system logs revealed the handpiece and system performed as expected. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected and the evaluation of the thermage cpt eye tip found no issues. The ophthalmologic assessment confirmed corneal burns and revealed corneal edema and punctate erosions occurred. For thermage eye treatment, the user must follow standard precautions for the placement and use of the eye shields to avoid the risk of corneal abrasions or ocular damage. The status of the patient was noted as full recovery with no permanent damage or scarring expected. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Manufacturer narrative:
Additional product information and product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported experiencing a burned cornea and blindness for an unspecified amount of time after a procedure over the eyes. The patient reported being confined to a dark room all weekend with limited vision. The patient reported visiting an ophthalmologist who indicated that cornea has been burned, one worse than the other. Follow up with the treating doctor confirmed the patient received cosmetic botox procedure at the time of the event as well. They were using alcaine drops as the eye shield lubrication and no system errors were observed during the time of the procedure. During the procedure the doctor indicates the patient had light sensitivity and pain in the left eye during the procedure on the right eye. It was confirmed with the ophthalmologist that the patient was seen with corneal edema and punctate erosions. They were prescribed intra-ocular corneal lens bandage and antibiotics. The patient has fully recovered with no permanent damage.